Event description:
Received a report that a customer was having problems with the luer of the syringe slipping off of the maxplus clear connector. The customer reported that when the nurse flushes the maxplus clear valve that the syringe (unknown what type) comes unscrewed from the maxplus on its own. At that time fluid leaks out. There was no patient or user harm reported and no medical intervention was required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.